Event description:
Caller reported that the insulin gauge was displaying an amount different than expected, with a current fill estimate issue of 7 units instead of the expected 90 units. There was no adverse impact to the customer¿s blood glucose level. The caller was able to reload the same cartridge with the assistance of technical support and chose to monitor the situation and follow up if necessary.